Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: guide wire tip separated and remains in the pt. Device issue: guide wire separation. It was reported that during an angioplasty procedure, the distal tip of the guide broke in the coronary artery. The distal tip remains in the pt's coronary. No pt effects were reported. No additional event or pt information is available.